Event description:
It was reported that one patient had an infection and it took 45 minutes to remove the cast. The patient was sent to their pediatrician. No further information on the patient was provided.

Manufacturer narrative:
No lot number was provided. Without the lot number, we are not able to determine the expiration date nor the device manufacture date. Product exempt from premarket notification. The product was not returned to 3m for evaluation.